Event description:
It was reported that the customer had blood glucose levels of 45mg/dl. The customer also mentioned issues with the sensor being stuck in the serter. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.